Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the g9 monitor is encountering an error and constantly rebooting. The patient was being monitored by the bsm-1700. The error message displayed is "nline erod syer", bme rebooted the device but the issue still occurred. The device was in use with a patient, but no harm or injuries were reported. Bme removed the device from use and will be sending the device into nk repair center. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated, and the complaint was duplicated. The unit was found physically damaged. The unit kept rebooting and was unable to load the application. The chassis main board and connectors would need to be replaced to repair the unit, however, due to limited part availability, the customer was sent an exchange unit instead. The cause of the issue was circuit board failure due to physical damage from user mishandling. Review of the complaint device's serial number does not show any other complaints. Additional information: b4: date of this report d9: is this device available for evaluation? G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer h6: event problem and evaluation codes h11: additional manufacturer narrativie.

Event description:
The biomedical engineer (bme) reported that the g9 monitor is encountering an error and constantly rebooting. The patient was being monitored by the bsm-1700. The error message displayed is "nline erod syer". Bme rebooted the device but the issue still occurred. The device was in use with a patient, but no harm or injuries were reported. Bme removed the device from use and will be sending the device into nk repair center.

Event description:
The biomedical engineer (bme) reported that the g9 monitor is encountering an error and constantly rebooting. The patient was being monitored by the bsm-1700. The error message displayed is "nline erod syer", bme rebooted the device but the issue still occurred. The device was in use with a patient, but no harm or injuries were reported. Bme removed the device from use and will be sending the device into nk repair center.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor is encountering an error and constantly rebooting. The patient was being monitored by the bsm-1700. The error message displayed is "nline erod syer", bme rebooted the device but the issue still occurred. The device was in use with a patient, but no harm or injuries were reported. Bme removed the device from use and will be sending the device into nk repair center. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/28/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 02/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.